Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a blood set where the customer reported that a crack on tubing resulted in leakage. There was unknown patient involvement; harm was not reported as a consequence of this event. No other information is available.